Event description:
It was reported that the patient experienced 2 shocks. There was noise evident on the electrocardiogram. High impedance, high threshold and oversensing were noted on the right ventricular (rv) lead. It was noted that there was lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced 2 shocks. There was noise evident on the electrocardiogram. High impedance, high threshold and oversensing were noted on the right ventricular (rv) lead. It was noted that there was lead fracture. The patient awaits surgery and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.